Manufacturer narrative:
Other relevant device is: etlw1616c93e, sn (B)(4).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 10 cm diameter abdominal aortic aneurysm. It was reported that, approximately three years and five months post index procedure, the patient presented emergently with a type iii separation endoleak and aneurysm rupture. The physician elected to reline the limb with two additional endurant stent graft limbs and the endoleak was resolved and the ruptured aneurysm was excluded. Per the physician, the cause of the event was due to the patient's tortuous anatomy. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.